Manufacturer narrative:
(B)(4). The customer reported can't read EKG and alarm goes off when pt is in detec defib. There was no reported adverse pt involvement. The philips field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2011, the customer has not reported any further trouble with the device.

Event description:
The customer reported can't read EKG and alarm goes off when pt is in detec defib. There was no reported adverse pt involvement.